Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, burn mark was seen on the lens of the endoscope that was used with a monopolar curved scissors (mcs) instrument along with its tip cover. The endoscope was replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci products with an alleged issue to perform failure analysis. A supplemental MDR will be submitted if any additional is received.